Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 08/20/2009, the lay patient contacted lifescan (lfs), alleging that her one touch ultra meter displayed the error 1 message. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation. The patient provided information that she takes insulin and self-adjusts the dose. She said the product issue first started a few days ago. After the product issue, the patient claimed to have unspecified symptoms of hypoglycemia and ems was apparently summoned. A reading 31 mg/dl was reported on the ems meter on the day of event in 2009 at 10:00am. The patient said she was taken to the hospital and treated with a glucagon injection in the ER for her low blood glucose. The cca noted that the error 1 message was not resolved. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs product displayed the error 1 message, afterward, a result of 31 mg/dl was obtained on an ems meter, and she was treated with a glucagon injection.